Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between on (B)(6) 2025. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2025, it was reported that the patient started experiencing inaccurate readings, though he was already feeling heave since tuesday. He didn't check his bg fs during that time. It was on (B)(6) 2025 that he realized that he's been having inaccurate readings since tuesday on (B)(6). On thursday on (B)(6) 2025, the patient was at work and started not feeling good, frequent urination, feeling heavy and sick. His dexcom app and tandem t: slim x2 insulin pump was showing egv around 120mg/dl. He checked his bg fs and it was over 600mg/dl. The patient administered 10 units of insulin through tandem pump. After 1 hour on the same day on (B)(6) 2025, the patient drove to the emergency room (ER). The egv was still showing ranging from 110mg/dl to 150mg/dl. His bg fs was checked and it was around 400mg/dl- 500mg/dl. Patient was not given insulin since he told them he already took 10 units before going to the ER. Patient was given IV fluids. Pt stayed for 3 hours still using the same sensor. He only removed the sensor once he got home. The patient is doing better now. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.